Event description:
It was reported the catheter was inserted in the patient on (B)(6) 2021 and on (B)(6), "agent leaking" was found from the extension line under the hub. The catheter was removed. No patient harm reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen cvc for analysis. Signs of use in the form of biological material was observed inside the distal extension line. Visual analysis revealed that the medial extension line contained a hole directly adjacent to the luer hub (blue hub). Microscopic examination confirmed the damage and revealed that the extension line was still molded within the luer hub. The catheter body length from the juncture hub to the distal tip measured 218mm which is within the specification limits of 207mm-227mm per the catheter product drawing. The medial extension line outer diameter measured 2.15mm, which is within the specification limits of 2.13mm-2.21mm per the medial extension line extrusion product drawing. The medial extension line inner diameter measured 1.4478mm which is within the specification limits of 1.420mm-1.500mm per the medial extension line extrusion graphic. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "flush each lumen with sterile saline solution, to establish patency and prime lumen(s)". When the medial line was flushed, water leaked from the hole adjacent to the luer hub. The proximal and distal lumens flushed as intended. A manual tug test confirmed that the proximal and distal luer hubs were secure to their respective extension lines. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The IFU also states, "practitioners should remove slide clamp(s), where provided, when not in use. Slide clamp(s) may be inadvertently removed and aspirated by children or confused adults". The customer report of an extension line leak was confirmed by functional and visual inspection of the returned sample. The medial extension line contained a hole directly adjacent to the luer hub. When the medial line was flushed, water leaked from the hole. A device history record review was performed, and no relevant findings were identified. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue will be determined by the CAPA investigation. Teleflex will continue to monitor and trend reports of this nature.

Event description:
It was reported the catheter was inserted in the patient on 18-nov-2021 and on 28-feb, "agent leaking" was found from the extension line under the hub. The catheter was removed. No patient harm reported.